Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The quick coupling device was evaluated and the reported condition that the piece does not grip needles of diameter 1.0, 1.25, 1.4 and 1.6 millimeters (mm) was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was frozen/would not move. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the quick coupling device was stuck internally, had component damage, did not function, and was frozen/would not move. It was further determined that the device failed pretest for check function of the adjusting sleeve, check the tool coupling, and check function in running mode. It was noted in the service order that the piece does not grip needles of diameter 1.0, 1.25, 1.4 and 1.6 millimeters (mm). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.